Manufacturer narrative:
A specific root cause could not be determined based on the provided data. A possible root cause is pre-analytic handling as fibrin was observed in the sample prior to repeating. A general instrument issue is unlikely. Additional information was requested for investigation, but this was not provided.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). Sample measurements were performed prior to curettage of the patient. The sample initially resulted as 0.146 miu/ml and this value was reported outside of the laboratory. The sample was frozen after initial testing. The doctor questioned the initial result because it was different from the actual patient manifestation. The doctor requested a repeat of the sample. The sample was repeated on 09/19/2014 and resulted as 10000 miu/ml accompanied by a data flag. The sample was repeated again on 09/19/2014, resulting as 85325 miu/ml. The 85325 miu/ml value was reported outside of the laboratory as a corrected result and the value was believed to be correct. The patient was not adversely affected. The hcgb reagent lot number was 177537. The hcgb reagent expiration date was asked for, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).